Manufacturer narrative:
Block h6: imdrf code a0504 captures the additional information of balloon leaked. Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) have been updated based on the additional information received on june 1, 2023. Based on this information, this event does not represent an MDR-reportable scenario.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in common bile duct (cbd) during a dilation procedure performed on (B)(6)2023. During preparation, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. ***additional information received on june 1, 2023*** it was confirmed that the balloon leaked.

Manufacturer narrative:
Imdrf code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in common bile duct (cbd) during a dilation procedure performed on (B)(6) 2023. During preparation, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.